Event description:
It was reported that device was oversensing the far field r-waves (ffrw) causing the device to falsely mode switch. The device showed 2,222 atrial arrhythmia episodes that all appeared to be due to ffrw sensing. Reprogramming to a different sensitivity was attempted, but the issue was still intermittently present. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.